Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side "implant complaint." Healthcare professional later reported "rupture based on surgery from (B)(6) 2021." Device has been explanted, and not replaced.

Event description:
Patient reported a right side "implant complaint." Healthcare professional later reported "rupture based on surgery from (B)(6) 2021." Device has been explanted, not replaced, and discarded.

Manufacturer narrative:
No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red biological tissue observed. Red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.